Manufacturer narrative:
Intermittent button response due to moisture damage at keypad traces. Unit had cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.